Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, following surgery for pelvic organ prolapse, which the patient was told she had to have a hysterectomy in order for the operation to repair the prolapse, the patient had the da vinci sacrocolpopexy with mesh implant. Immediately following the patient started having serious, life changing gastrointestinal issues, which she continued with today almost 4 years later. She had been diagnosed with about 12 different disorders with gastro problems that were foreign to her prior to the implant surgery, which now included her fourth gastroenterologist. She was currently dealing with constipation due to outlet dysfunction, motility disorders, nausea, ibs, acid reflux, cataract surgery, dry eyes, degenerative disc of the cervical, myofascial pain in the neck, hips, buttocks, and legs, fibromyalgia, insomnia, rls, weight loss with no explanation, rectal pain, groin and pelvic pain, bladder problems, inability to fight off infections, and most importantly inability to work. She had not worked since 2013 due to chronic illness from this surgery and mesh implant. Her life had been taken from her, her children, grandchildren and friends.